Event description:
Customer reported that there was an urgent care visit for their high blood glucose. Customer's blood glucose at the time of urgent care visit was 268 mg/dl. Significant events leading to the urgent care visit were nausea spells and frequent urination. Customer was wearing the pump at the time of urgent care visit. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).